Event description:
The investigation has determined that higher than expected sodium (na+) and potassium (k+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4239-1056-9500 and vitros chemistry products k+ slides lot 4102-1058-8362 on two different vitros 5600 integrated systems. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ and k+ results were from control fluids and were not reported from the laboratory. The customer stated that no patient sample results were affected or questioned. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) and potassium (k+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4239-1056-9500 and vitros chemistry products k+ slides lot 4102-1058-8362 on two different vitros 5600 integrated systems. The investigation could not determine a definitive assignable cause of the event. A possible cause is an unknown protocol issue related to maintenance and erf handling as the higher than expected results were obtained in the morning after maintenance is typically performed. Qc results were determined to be accurate prior to the dates of the event. In addition, qc results were within expectations in the days following the event using both the in use lot of vitros erf (r8945) and an alternate lot (q8885) indicating that there is not a likely systemic issue with the vitros erf lot r8945. An issue related to the mas control fluids is not a likely contributor of the event as acceptable qc results were obtained from the same vials that were used to obtain the higher than expected results. Based on historical quality control results, a vitros na+ lot 4239-1056-9500 and vitros k+ lot 4102-1058-8362 performance issue could not be entirely ruled out as contributing factors of the event as qc results for the level 3 control were determined to be imprecise. However, results for the level 1 control were determined to be accurate and precise. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4239-1056-9500 or vitros k+ lot 4102-1058-8362. No precision testing was performed on the vitros 5600 integrated systems at the time of the event to verify instrument performance. An instrument related issue cannot be confirmed nor entirely ruled out as a contributing factor of the event as historical qc results for the level 3 control fluid for both vitros na+ and k+ were imprecise from both vitros 5600 systems. However, qc results returned to expectations in the following days of the event without any known service actions being performed on the instruments. (B)(4).